Manufacturer narrative:
The coil was found detached and lodged inside the distal section of the returned sl-10 microcatheter. Flushing and ultrasonic failed to move the coil out of the microcatheter. Using a watusi guide wire the coil was pushed out of the microcatheter. Excessive external force was required to advance the coil out of the microcatheter which damaged the guide wire. The proximal section of the coil has severe compression, buckling, and stretching damage, of which, a portion of the damage may have been caused by the excessive external force needed to push the coil out of the microcatheter with the watusi guide wire, therefore it cannot be determined how much of the coil damage occurred during the procedure. Except for the last two secondary windings off the ball tip located adjacent to the soldered section; the remainder of the coil is undamaged. Located 28.5 centimeters off the proximal end is a severe bend to the core wire. The circumstances that caused this damage cannot be determined although a portion of the damage appears to be of a post-procedural source from handling and packaging for return. The detachment fiber is observed to have been severed on one side and still attached on the second side. The returned sl-10 microcatheter passed inspection with no manufacturing defects or other significant damage found and also passed functionality testing. The bend found on the microcatheter did not affect coil advancement testing. It is highly unlikely that this device, by itself, contributed to the field complaint. A new test coil was introduced multiple times with no resistance encountered. The coil was then advanced outside the distal tip of the microcatheter multiple times with no problems encountered. The most likely contributing factor to the microcatheters kickback, the coils resistance, and its unintended detachment may have been due to the coil first encountering distal interference from itself, from coils already dwelling inside the aneurysm (if previously placed), or from the distal tip of the microcatheter, however, it was stated in the event description that, ¿¿the coil was used to frame the aneurysm and the physician didn¿t like how it was forming and the catheter kept retracting as he was placing the coil. At this point it was suspected that the coil formed a knot in the aneurysm...¿ based on this information it appears there is high probability that no other coil was involved in this incident, however that was not clarified. This distal inference may have caused the microcatheter to experience kickback during the coils advancement into the aneurysm and for a portion of the coils compression and buckling damage. During removal of the coil from the aneurysm, it may have become temporarily anchored on itself, from coils already dwelling inside the aneurysm (if previously placed), or from the distal tip of the microcatheter. This anchoring effect would have caused the unintended mechanical detachment of the coil inside the microcatheter by causing the detachment fiber to sever on one side. The retraction of the anchored coil may have also contributed to a portion of the coils stretching damage found on the proximal section. For optimum product performance ant to prevent potential complications, the instructions for use (IFU) recommends, ¿caution: if repositioning of the microcoil is necessary, carefully observe the motion of the microcoil in respect to the dpu wire while retracting the microcoil under fluoroscopy. If the microcoil movement is not one-to-one with the dpu wire, or if repositioning is difficult, the microcoil may have become stretched and could possibly break. Gently remove and discard the microcoil system. Caution: if the microcoil is positioned at a relative sharp angle to the microcatheter, a microcoil may stretch or break as it is being withdrawn. By repositioning the distal tip of the catheter at or slightly inside the ostium of the aneurysm, the microcoil may be more easily funneled back into the microcatheter.¿ a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Although a definitive conclusion cannot be made regarding the circumstances of the event the most likely contributing factor to the microcatheters kickback, the coils resistance, and its unintended detachment may have been due to the coil first encountering distal interference from itself. This in turn may have caused the coil to become damaged. Additionally, review of this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.

Event description:
During embolization of a middle cerebral artery aneurysm the doctor noticed resistance with a micrusphere coil (ssr18092720/c12507) and an orbit galaxy g2 coil (641cf0925/c12571) in different excelsior sl-10 microcatheters (lot: 17543761 and 17443761) and both coils detached in their respective microcatheters upon withdrawal. The doctor positioned an excelsior sl-10 microcatheter (lot: 17543761) into the aneurysm. He then proceeded to advance the micrusphere. Initially everything was going smoothly but then he noticed some resistance through the microcatheter. The coil did not enter the aneurysm. He slowly began retracting the coil but the same resistance occurred. For the second time he tried to pull back the coil but the coil broke off into the sl-10 microcather. He then removed the sl-10 and repositioned a second sl-10 (lot: 17443761) into the aneurysm. He then placed the galaxy g2 (9mm) into the aneurysm. The coil was used to frame the aneurysm and the physician didn¿t like how it was forming and the catheter kept retracting as he was placing the coil. At this point it was suspected that the coil formed a knot in the aneurysm. He went to remove the coil and resheath, however upon removing there was a lot of resistance and the coil once again broke off into the sl-10 microcather. There was no significant procedural delay to due to the issues. The coils did not kink or bend at any time prior to the resistance/friction. The microcatheters did not kink or bend at any time. An adequate continuous flush was maintained through the catheters at all times. No other products were used successfully with the microcatheters prior to the resistance experienced. The second microcatheter was not repositioned over the g2 coil while the coil was deployed or partially deployed out of the distal end of the microcatheter. The micrusphere coil did not reach the distal end of the first microcatheter. Neither coil separated into two pieces.